Event description:
Additional information received patient's ipg is inoperable. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention wherein the ipg was explanted and replaced restoring the therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the external device displayed early replacement indicator. The software is up to date indicating this is a true message. Troubleshooting is pending.